Manufacturer narrative:
Eval summary: the complaint device associated with this complaint was not received for eval. Product history records could not be reviewed because the reporter has not provide a lot number or any identification traceable to the manufacturing documentation. Literature cited: ritterband, d., perez, w., seedor, j., and koplin, r (2008) is the epidemic of acanthamoeba keratitis over? Abstract retrieved. Additional information was requested, but not received.

Event description:
A literature report stated a patient experienced "acanthamoeba keratitis" in 2008 with use of this product. Additional information was requested from the main author of the report, but not received.